Event description:
The customer originally returned his olympus visera elite xenon light source due to an air vent error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit¿s fan was failing. This report is being submitted to capture the faulty fan confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the subject device¿s fan was failing. There was no exhaust from the unit due to the faulty fan. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The initial reporter confirmed the event took place during a therapeutic procedure. The procedure was completed without any harm noted to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event occurred due to a failure of the fan. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.